Manufacturer narrative:
Device qc performed: 2/5/2010.

Event description:
Initial information received from a consumer on 02/01/2010: a (B) (6) female was treated with poly-l-lactic acid [sculptra] (lot # and expiration date not provided) injections on and unspecified date in (B) (6) 2009 and on an unspecified date sometime later under both her eyes for eye wrinkles. The consumer reported she did not have more than two injection sessions. On an unspecified date, she developed nodules under her eyes and some discoloration. The left eye had a tiny nodule and looked swollen. The right eye had multiple small nodules that seemed to come and go. The physician has been treating her with what she thinks are cortisone injections about every 4 weeks. The consumer stated the nodules persisted although they seemed to disappear for a short time and then returned. Concomitant medication and medical history were not provided. No further relevant info reported.